Event description:
Acct. Reports that the stopcock is leaking in the body of the device. This stopcock was leaking at the base/central hub area. Utilized in the heart room with cvp lines, and occurs during diprivan infusions. Informed that diprivan can have similar effects as lipids on the stopcocks. Reporter stated there was no negative outcome to the pts. Reporter added that he does have two failed samples.